Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. Our lot history records review for this lot number did not reveal any discrepancies either in the manufacturing or packaging processes that could be related to this incident. Please note that we do conduct 100% inspection of the blades and hoops assembly during the manufacturing process. Our quality group also samples these device before final packaging to ensure proper blade adjustment. We have sent a list of follow-up questions to the hospital but have not yet received a response.

Event description:
According to the surgeon, the device did not close all the way in the vein or out of patient after initial insertion.